Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.5mm, 90% stenosed, 30mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.50x32mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. Two days after the initial procedure, the patient required a tvr of the mid right coronary artery to treat proximal edge in-stent restenosis. In the opinion of the physician, the relationship of the tvr to the taxus stent is unrelated. This product is only ous approved but it is similar to a marketed us device.